Event description:
Customer reports the access pressure pods membrane ruptured and blood sprayed all over the patient and nurse. Patient was set up on sunday at 4:30 pm and pressure pod ruptured on monday at 4:00 am. The machine alarmed "filter clotting" and "air in blood", but the nurse reporting incident did not know how many times machine alarmed or if the alarm was override. Total blood loss is approximately 200 cc. Patient is ok. No medical intervention. Patient was transferred to a new set up.